Manufacturer narrative:
The reported event of unable to establish connection to rf antenna was confirmed. Analysis of device image indicates loss of rf telemetry was due to interference with the rf chip preventing normal function. Device was found to exhibit normal device characteristics and longevity assessment returned normal.

Event description:
It was reported that during device preparation, the pacemaker failed to be interrogated via rf telemetry. It was elected to not implant this device and to implant another on (B)(6) 2021 instead. There was no patient involvement.